Event description:
The customer reported when the user wants to change a setting, the values change without control and the values go all over the place. The customer reported there was no patient involvement.